Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from the (B)(6) of fever, vomiting and peritonitis with culture (B)(6) in a patient coincident with dianeal pd2 unknown bag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced fever, vomiting and peritonitis, manifested by cloudy effluent and abdominal pain. On (B)(6) 2011, the patient was hospitalized for the peritonitis. On an unreported date in 2011, the patient was treated with ceftriaxone. The root cause of the peritonitis was unknown. At the time of this report, the peritonitis was resolving. Outcome for the events of fever and vomiting were not reported. Dianeal remained ongoing. The physician believed event of peritonitis with (B)(6) was not related to dianeal pd2 unknown bag therapy; however did not provide an assessment of causality for the events of fever and vomiting.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.